Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen lps-flex gsf (zimmer (B)(4) design control). It is reported by the pt's counsel that the pt received an implant on (B)(6) 2009. The pt is noted to be suffering from severe degenerative joint disease, both knees, and ambulatory dysfunction. It is also noted that the pt is diagnosed a "thoracic aneurysm". Only the right knee is being an issue at this time. Revision has not yet been scheduled. The pt was also implanted with a nexgen porous patellar component (zimmer tmt design control).

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.